Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of intermittent thumping sensation in the lower back area after implant procedure, which was determined to be diaphragmatic and phrenic nerve stimulation caused by the right atrial (ra) lead. The lead was reprogrammed. The lead remains in use. No further patient complications have been reported as a result of this event.